Event description:
Broken implant eleven anchors (from this lot and four others) broke/crumbled when tapping into the bone. Cases were completed with another company's anchor. Dr had to complete the repair using the arthrex system for the 3.0 biosuture tak anchors which performed well. Surgeon used our 2.7mm drill to prep the insertion site. E-mail received stated several of the partial anchors stayed in the pt.

Manufacturer narrative:
Devices are not being returned for evaluation. (B) (4)